Event description:
The gyrus was put into the patient, it was discovered that the tip would not open. The tech thought the silver insulation ring fell of in the patient. After checking again the second time, the team determined it had not fallen off, but only slipped down over the tip and the tip did not open. Instrument removed and no harm to patient.